Event description:
The customer reported the system failed to boot up. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The computer pcb was evaluated and resealed. The system was tested and found to be working as intended and returned to service.